Event description:
As per a manufacturer incident report we received from the factory in (B)(4): during operation, the surgeon felt that the handle of the tenaculum forceps was not moving smoothly. Thus, he asked the nurse to separate the insert with the handle. The outer sheath 33500 was then found broken and was snapped at the proximal end. The surgeon tried to retrieve all the broken parts of the outer sheath. For the case on (B)(6), the surgeon could not find all the detached parts. Since some of the detached parts for the case on (B)(6) were not found, there could be a risk due to foreign body left in patient. According to our information, no additional hospitalization was necessary. There is not yet enough information available to classify the health impact or if any occured. (MFR's. Internal complaint # (B)(4)).

Manufacturer narrative:
The affected article has been requested for investigation by the manufacturer and is in transit to the manufacturing site in (B)(4).

Manufacturer narrative:
The affected article was investigated by the manufacturer. Upon investigation it could be confirmed that the product has broken at the metal connecting piece on the proximal end. Based on the defect pattern found on the product, it can be assumed that too much force must have been applied to cause this breakage. And this breakage caused that the forceps to not move smoothly anymore.

Manufacturer narrative:
As per further information received by the manufacturer on feb 16,2022: it was initially reported that the surgeon tried to retrieve all broken parts but could not find all the detached parts. However, further information has been received from the hospital indicating that the broken part was possibly swept away by staff as debris unintentionally. Furthermore, it was stated that they checked thoroughly on the surgery location, and there was no suspected subjects or abnormality. Based on this newly received information, and the risk analysis corresponding to the concerned product, it is concluded that the event did not, and might not, lead to death or serious deterioration in the state of health if it were to recur. Consequently, the event is rated as not reportable. The evaluation of the device has not been concluded as of yet.